Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. A sample was not provided for further evaluation. A review of the manufacturing records was performed and found that the lot was manufactured to specification. The patient's attorney did not allege any specific device failure. Based on the limited information provided, no conclusions can be made between the reported post-operative complications and the bard/davol bard flat mesh used to treat the patient. Should additional information be provided, a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
As reported by the patient's attorney and implant operative report: on (B)(6) 2013 - the patient underwent a colposacropexy with bard/davol bard flat mesh, burch urethropexy and cystoscopy with placement of a suprapubic catheter. Attorney alleged unspecified adverse outcome in relation to the mesh implant.

Manufacturer narrative:
Addendum to the previous report. This supplemental emdr is being sent to provide the manufacture date for the device. With the current information available no definitive conclusion can be made.

Event description:
As reported by the patient's attorney and implant operative report: on (B)(6) 2013- the patient underwent a colposacropexy with bard/davol bard flat mesh, burch urethropexy and cystoscopy with placement of a suprapubic catheter. Attorney alleged unspecified adverse outcome in relation to the mesh implant.